Event description:
It was reported that the patient was having palpitations which made the patient feel anxious. The palpitation were noted to occur while the patient was receiving rate drop response intervention. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).